Manufacturer narrative:
The device was reported to be thrown out and won't be sent back to the manufacturer for evaluation. No device history report was evaluated as no lot number was given.

Event description:
It was reported that the device broke in half during a total knee replacement procedure. The surgeon removed all pieces from the wound. The device was reported to be thrown out and won't be sent back to the manufacturer for evaluation.